Event description:
During a brachial approach, the check-flo hub completely disconnected from the sheath. The pt's body (obese pt) "sucked" the sheath in. The physician had to snare it out. No adverse effects to the pt.

Manufacturer narrative:
Eval: this event is still under investigation.